Manufacturer narrative:
The unit alarmed motor error during the basic occlusion test due to a protruded and loose drive support disk. The compromised force sensor system alarm could not be verified due to the motor error alarm. The motor passed the motor test. The unit had a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, a scratched reservoir tube window, a cracked reservoir tube, and a cracked reservoir tube window. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during manual prime. The customer stated that the drive support cap was sticking out. The blood glucose reading was unknown. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.